Event description:
The customer reported that the system displayed a workstation failure error message before a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterrupted power supply was turned on and the proper operation was verified. The customer was instructed on how to turn on the system. The system was tested and found to be operating as intended and put back into service.